Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve capture was lost and not regained while treating the right superior pulmonary vein (rspv). Phrenic nerve injury was diagnosed with a sniff test at the end of the procedure. No additional information has been provided about this event.